Event description:
The customer reported that the hold button is missing. There are no reported signs of damage to the outside of the alarm. There was no pt incident or injury reported.

Manufacturer narrative:
Results - eval of the returned product revealed the unit powers up, but cannot be tested, since the hold button is missing. Additionally the battery springs are bent. The unit passes other functional tests performed. The instructions for use have a warning statement: the posey sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. Store the alarm in a secure place so it will not be dropped or damaged. Do not use if; battery door is missing; battery door is damaged, alarm case is damaged; or alarm case is cracked. (B)(4).